Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the nutriport g-tube was inserted in the patient on (B)(6) 2024, by (B)(6) and dr (B)(6), the balloon was checked with 5ml h20 with no leak noted. The next day the child stated it felt loose. By the next day the mom checked the balloon and there was zero water. They tried to inflate it with 5ml h20 and it was still loose. The family had been taping to keep insitu. It was removed and replaced with a temporary tube.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. Based on all available information, the root cause could not be determined.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. The reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.